Event description:
Caller stated device was implanted in his wife (B)(6) on (B)(6) 2018. In (B)(6) of 2019 she began to experience joint pain, ambulation difficulty, heating, and swelling. She went to a specialist who informed her the device was failing. There was loosening of implant due to cement failure and falling apart.